Manufacturer narrative:
Operator of device and initial reporter are unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the rear case cracked, lens are scratched and calibration overdue and pump is constantly beeping. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the rear case cracked, lens scratched, and the downstream occlusion appeared undamaged; the tamper seal was removed. There was evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The pump had a double beep on startup without a testing cassette installed. Upon inspection, the downstream occlusion sensor appeared undamaged, and no evidence of fluid ingression was found. The rear case was cracked, and the liquid crystal display lens was scratched. Inspection of the device found a faulty downstream occlusion sensor was the cause for the reported issue. The downstream sensor, damaged rear case and lcd lens were replaced as corrective action. The root cause was unknown. The product is beyond 4 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).